Event description:
The customer stated, she was hospitalized for low blood glucose and the reading was 38 mg/dl. The customer changed the infusion set two days prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.